Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "silicone migration" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: silicone migration, lymphadenopathy.

Event description:
Patient reported ultrasound showed "lymph node swollen"and "traces of silicone in the lymph nodes". Additionally, physician reported "ultrasound was performed which showed intact implant. There was some silicone filled nodes seen in the left axilla, which can happen with exudation of silicone without any actual rupture of the implant." This relates to the left side. Device has been explanted.